Event description:
Vns pt was hospitalized due to recurrent seizures. It was reported that the pt experienced three seizures in one night. Treating neurologist planned to perform device diagonstic testing to confirm proper device function. Investigation to date has been unable to determine the cause of the recurrent seizures.